Event description:
It was reported that the event occurred while in the medical intensive care unit during use of an ah-05050. Prior to insertion the lumen was checked with no remarks noted. After the catheter was inserted it was noted that the balloon was leaking. As a result, the device was removed successfully. A new ah-05050 was inserted and the procedure went on as planned successfully. There was no report of pt death. Add'l info received on (B)(4) 2014 stated that there was approximately a one hour delay or interruption in therapy with no harm to the pt. There was no report of pt complications, injury or medical/surgical intervention required. The pt was okay. There was a second insertion by the md through the same introducer; no add'l stick was needed.

Manufacturer narrative:
(B)(4).